Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Three scissors clips were received. The instrument was not returned. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the scissors clip condition may occur if the jaws are twisted excessively or tissue is manipulated with the jaws when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic cholecystectomy, the drainage showed leakage of bile. Because the leakage did not stop, he decided to perform another operation to closed the cystic duct with sutures. They discovered that the clips that he placed on the cystic duct in the first procedure did not close properly and caused the leakage. Another procedure was performed to properly close the cystic duct. This caused an extended patient hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic cholecystectomy, the drainage showed leakage of bile. Because the leakage did not stop, he decided to perform another operation to understand where it comes from. He discovered that the clips that he placed on the cystic duct in the first procedure did not close properly and caused the leakage. Another procedure was performed to properly close the cystic duct. This caused an extended patient hospitalization.